Manufacturer narrative:
Taper unknown. (B)(4). The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Doctor reported event of infection from journal article: "analysis of poor outcomes after laparoscopic adjustable gastric banding", surg endosc (2011) 25: 41-47. Follow-up information: doctor reported "combination of patient and device" caused adverse event. Allergan's approach to compliance is to resolve all doubt in favor of reporting.